Event description:
Lf field service engineer reports via fax; customer requested system pm due to infiltration. 8/30 customer reports via phone: pt from the ER having CT abdomen and pelvis. I.v. Access was in back of the left hand using a medex 22ga. Protective IV device. Rate and volume of the contrast media injection was 2.8cc per sec for volume of 100ml. Technologist started the injection, obeserved the injection site for few seconds, the went into control room when scan started. When technologist whent back into scanner room at the end of the scan, they noticed that the back of the hand was swollen, but the pt did not appear to be in discomfort. When the technologist inquired about the IV site and infiltration, then the pt started complaining of discomfort at the injection site. Customer feels that approxiamtely 70ml of optiray 300 was infiltrated. Customer followed acr guidelines for painful infiltration, applied cold compress, followed by warm towels. The pt was returned to ER. ER physician referred pt to hand specialist for consultation for possible compartilization of contrast media. Specialist did not feel that compartilization was a factor and released pt pending no special instructions. Reporter indicated that there is no further communication with pt reporter also indicated that the facility has not heard from the pt in days.